Manufacturer narrative:
H3: analysis for nim4cm01 found that knobs for the stim 1 current setting does not function. Analysis for nim4cpb1 found that no fault was found. These are the initial inspection. H6: previous codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Additional code g02030 no longer applicable. Codes c19 and d14 are for product ID nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during thyroid procedure dial did not work at all. The stimulation current could not be changed (it could be operated using the touch panel). Also the stimulus current value was changed without any operation during the process. Medtronic engineer was advised to change the current on the spot. Monitoring could be performed as usual, so the operation was completed successfully. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional code: img code- g02005 is for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.